Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hosp that the pt experienced two low flow alarms, one of which was accompanied by the pump power going to zero. The pt stated that he heard the pump off alarm, but it only lasted a few seconds. The MFR's technical services reviewed the event history and confirmed speed drops and pump stops caused by low or no voltage supply. This can be an indication of cable fatigue on the controller power leads. Technical services advised that a new controller may be necessary as well as examination of the pt cable, batteries, and battery clips for integrity. The pt was asymptomatic at the time of event.

Manufacturer narrative:
Additional information - the system controller was not returned. The reported low speed operation and power interruption were confirmed per the evaluation of the submitted log file. A specific cause for the reported events could not conclusively be determined. The device history records could not be reviewed for the system controller because the serial number was not provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information - it was reported that at the time of the event, the patient's system controller was exchanged. No further events were reported.